Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4, reference MFR report: 3006705815-2018-00705, 3006705815-2018-00706, 1627487-2018-03816. It was reported that patient developed infection symptoms such as redness, slight tenderness and wound was not draining at the lead site post operatively. Patient was prescribed antibiotics and culture was obtained. Patient has effective therapy. Symptoms have resolved.